Event description:
Info rec'd indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found the right head caster was broken. Internal parts were damaged. The technician replaced the right head caster to repair the bed.